Manufacturer narrative:
Results codes: in the follow up MDR#1, the results code (component migration) was listed. Further clarification indicated that this result code was not correct and it should have not been listed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Results codes: an additional results code has been added to capture component migration. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss reseated the instrument manger and then noted that the instrument manager was broken giving error 353 (instrument host to graphical user interface communication timed out); therefore, the part was replaced to resolve the issue. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.